Event description:
It was reported that regarding the patient's ams700 inflatable penile prosthesis, a procedure occurred on an unknown date in order to reduce the patient's swelling. The swelling was thought to be caused by a hernia so surgery was scheduled to repair the hernia. Instead of a hernia, the surgeon found that the patient had experienced a hydrocele.

Event description:
It was reported that regarding the patient's ams700 inflatable penile prosthesis, a procedure occurred on an unknown date in order to reduce the patient's scrotal swelling. What occurred at the surgery is unknown. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.